Manufacturer narrative:
The reported event was lead dislodgement. Final analysis found that as received, a complete lead was returned in one piece. Visual inspection of the lead found the helix to be retracted and was clogged with blood. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured full helix extension length was within product specification.

Event description:
Related manufacturer reference number:2017865-2023-94770. It was reported that the patient presented to the clinic for a follow up. Upon interrogation, fluoroscopy imaging showed the right ventricular (rv) lead was dislodged. The next day, the patient was examined and it was found that the new rv lead also dislodged. The new rv lead was explanted and device was programmed to single chamber atrial pacing. There were no adverse consequences to the patient.